Event description:
Physician reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening striated on anterior side assessed as surgical damage. And observed crease smooth opening on posterior assessed as fold flaw opening. ¿ crease folding of implant: observed. Additional observations: ¿ wear abrasion observed.